Manufacturer narrative:
Investigation is ongoing. Device not returned.

Event description:
As reported, during a tavr procedure using a 26 mm sapien 3 ultra valve via transfemoral approach, there was difficulty traversing the valve and delivery system through the subclavian vessel. During insertion of the delivery system a strut on the outlet side bent out 30 degrees into the subclavian vessel wall. The operators were unable to move the valve forward or backward to capture the valve back into the sheath to remove the system and sheath as one unit. The delivery system shaft was cut to remove majority of the system and the 14 fr sheath. A 16 fr esheath was inserted from the back end over the shortened delivery system to try and recapture the bent strut within the sheath tip to help the system move without further damage to the vessel wall. This did not work. A non-edwards sheath was inserted, and it did not work. A vascular surgeon and a cardiothoracic surgeon opened the subclavian incision to try and control the subclavian artery as they removed the 26 mm valve and delivery system. The vessel was further damaged as the valve was stuck in the intimal of the subclavian artery. A full sternotomy was performed to gain control of the subclavian artery and place a graft of the vessel. The subclavian artery was repaired and a second valve kit via direct aortic approach and successfully placed the tavr valve.

Manufacturer narrative:
Component code 527 valve is no longer applicable the valve was not returned; therefore, a visual inspection, functional testing, or dimensional testing was not performed. Imagery was provided by the site and revealed the following: one (1) strut bent outward at the outflow side approximately at 30 degrees. Outflow struts bent. A device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A review of the lot history revealed no complaints related to the event failure frame damage. The complaint for failure frame damage was confirmed, however, a complaint history review is not required as the issue has been previously identified in an existing product risk assessment, which captures root cause analysis for the issue. The complaint for difficulty advancing the commander delivery system with s3u crimped valve through the esheath resulting in frame damage has previously been documented in an existing product risk assessment therefore it is unlikely that a nonconformance contributed to the reported complaint. These inspections and tests during the manufacturing process support that it is unlikely that a nonconformance contributed to the reported complaint. The instructions for use and training mitigations relevant to the reported issue is captured in an existing product risk assessment. No IFU or training deficiencies were identified. A risk assessment was performed on the reported event and revealed no evidence of product non conformances or labeling/IFU inadequacies. The complaint for failure frame damage was confirmed based on provided imagery. A review of the DHR, and manufacturing mitigation did not provide any indication that a manufacturing nonconformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, during a tavr procedure using a 26mm sapien 3 ultra valve via right subclavian approach, the team had trouble traversing the valve and delivery system through the subclavian vessel. During insertion of the delivery system a strut on the outlet side bent out 30 degrees. Once the strut bent into the subclavian vessel wall, they were unable to move the valve forward or backward in order to capture the valve back into the sheath to remove the system and sheath as one unit. They decided to cut the delivery system shaft to remove majority of the system and the 14 fr sheath. Per training manual, push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification, if push force is high, consider slightly pulling back the sheath 12 cm while advancing the thv/delivery system, and do not overmanipulate the sheath at any time. Additionally, it was noted that the patients right access vessel was very tortuous and undersized (5.2mm). The presence of undersized and tortuous access vessel can create challenging pathway during delivery system advancement, leading to resistance. In such condition, applying high push force may cause the flex tip interacted with the crimped valve leading to the frame damaged (a bent strut). As such, available information suggests that patient factors (tortuosity, undersized vessel) and/or procedural factors (high push force) may have contributed to the complaint event. An existing product risk assessment assesses the risks associated with frame damaged during use or failure frame damage for s3u with commander delivery system and esheath+ configuration and a corrective/preventive action was initiated to address the issue. The assessment documents the difficulty advancing the delivery system through the sheath, resulting in surgical intervention, which did occur during this event. No further action is required. In this case, a subclavian artery perforation occurred and was possibly due to procedural factors (device manipulation) and/or patient factors e.g. Calcification of the access vessel that may have contributed to the complaint event.